Event description:
It is reported the pt was revised to address severe hip pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised to address severe hip pain. During the revision, the surgeon removed multiple liner fragments.

Manufacturer narrative:
As returned, the shell has a significant amount of bone on growth seen on the fiber metal surface. The concave surface of the shell shows a lot of damage, including a rounded scuffed pattern near the apex of the shell, indicating articulation with the ceramic femoral head. The linear is shattered into countless fragments. Dimensional analysis is not possible. The femoral head has damage and metal transfer seen on one side of the convex surface, indicating articulation with the shell. The taper has some slight grey transfer as well. The DHR for the shattered liner was reviewed and found conforming to requirements at the time of manufacture. Pt history is not provided for review. With the info provided, it appears that the liner shattered which result in the femoral head articulating against the concave surface of the acetabular shell, causing significant damage. However, there is insufficient info to determine the root cause of the liner fracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.